Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of the twaves. It was noted the patient was in a ventricular tachycardia that was below the programmed rate. Further review found that twave oversensing had been occurring for the last year. No programming changes were made and the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported.